Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of far-field r-wave oversensing resulting in inappropriate mode switch were noted on the right atrial lead. Technical support was contacted and provided reprogramming changes, however, no intervention was performed at this time. The patient was stable.